Event description:
Reportable based on analysis completed on 09-jan-2015. It was reported that shaft kink occurred. During preparation, a 30mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. However, the proximal shaft was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There was no damage or irregularities on the shaft. Microscopic examination of the balloon revealed a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Although it was reported that the device was not used, the presence of blood in the inflation lumen is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).